Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose levels of 47 mg/dl. Customer¿s current blood glucose level was 49 mg/dl. The customer has treated with food. The drive support cap was normal. The customer¿s blood glucose was 75 mg/dl. The customer stated that they put a new infusion set on and blood glucose was down to 55 mg/dl and then blood glucose up to 66 mg/dl then 25 min later up to 69 mg/dl. At 3 pm dropped back down into 49 mg/dl. Today 3 pm blood glucose was 58 mg/dl. The customer drank juice and retested. The customer's blood glucose was 135 mg/dl. The product was not returned for analysis.